Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: data analysis: partial console logs obtained from the cloud are consistent with complaint and show large number of placement signal not reliable alarms (#1036, opm signal invalid). Rtlog data shows some dependence of snr on motor current (as expected) but also significant correlation between values of snr and of measured pressure (placement) for constant motor current. Device analysis: console (B)(6) was not returned for the investigation despite being requested. It was flagged for further investigation for next time it is returned to field service.

Event description:
The user facility reported that a placement signal didn't have a reliable alarm. Aberrant waveforms were noted. Mc/purge related flows/pressures were monitored.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1: corrected brand name. D4: corrected UDI.